Event description:
After 3 hours of ivtm therapy in a resuscitated patient, customer noticed that the 500ml saline bag had emptied and the thermogard xp ivtm system generated an "air trap" warning alarm. No saline was observed on or around the thermogard xp ivtm system, floor or patient's bed. A leaking icy catheter (lot #176434) was suspected by the customer. The catheter insertion was smooth to the patient's right femoral vein on a first attempt. Catheter was not replaced because treatment was completed. Per reporter, the "air trap" warning alarm on the thermogard xp ivtm system was cleared. No impact or consequence to the patient.

Manufacturer narrative:
Zoll has received the icy catheter however, the investigation is still in progress. A follow-up report will be submitted when the investigation has been completed.

Manufacturer narrative:
Correction on h4: the device manufacture date is 18 apr 2022. The reported complaint of a leaking icy catheter (lot #176434) when the customer noticed the 500ml saline bag had emptied was confirmed during the functional testing. A leak from the catheter's shaft was observed at 1cm away from distal end of the manifold during the functional pressure leak test. The root cause of the leak was due to a small sharp cut, likely attributed from a surgical tool. Visual inspection of the returned catheter was performed, and no physical damage was found on the catheter. Observed blood residues on the balloons. Functional testing of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device. Upon pressurizing the catheter up to 100psi, a leak from the catheter's shaft was observed at 1cm away from distal end of the manifold; thus, confirming the reported complaint. When observed the shaft leak under the microscope, it was a very small sharp cut. No leak was observed from the balloons. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the following process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous complaint was reported for the icy catheter with lot number 176434.